Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 97 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a hinotori robot-assisted surgery on an unknown date, and ¿the air seal body blacked out and pneumoperitoneum stopped.¿ further assessment found that pneumoperitoneum was suddenly lost. "Forceps were inserted into the patient's body at the time of pneumoperitoneum loss, but there was no additional medical intervension to the patient.". There was no report of injury, or impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.